Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a femoral antegrade nail surgery the nail holding the tip became lose when the nail being inserted into the patient. The tip was swiveling around the nail +-180°. It was necessary to keep the tip steady while hammering in the nail. The impactor broke when the nail was almost fully inserted which in turn broke the jig near the impactor. There was no excessive hammering and no impacted on the jig. There was no harm for patient, operator or third party. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 1271-200 antegrade targeting module batch number: 172437 was received for investigation. Visual inspection of the device noted that the tip of the device where the nail attaches was loose. It was further observed that this part could be removed and the welds that held it in place had broken. Wear and tear was also noted on the device where the locking knob is attached. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. Refer to investigation photos.